Event description:
Screws originally implanted 2004. Surgeon confirmed first broken screw via x-ray in august 2004. Second broken screw confirmed via x-ray september 2004. Sept. 2004 -first screen confirmed broken right l4 pedicle screw. Oct. 2004 -second screen confirmed broken left & right l4 pedicle screw and return of spondylolisthesis.